Manufacturer narrative:
Event date: approximately 14 days prior to (B)(6) 2015. (B)(4).

Event description:
It was reported that the filter basket was unable to close. The stenosed target lesion was located in the carotid artery. A 190cm filterwire ez was used for treatment. During the procedure, the physician was able to insert the device into the target area. The filter bag was able to open; however, it was unable to close again. With some difficulties, the physician was able to remove the device from the patient's body. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The visual inspection noted that the device was kinked along the wire. The wire is exposed through sheath slit and severely damaged. Moreover, the spring tip is bent and stretched. All outer diameter were according to specifications; however the distal part could not be measured due to the condition of the wire and the sheath slit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the filter basket was unable to close. The stenosed target lesion was located in the carotid artery. A 190cm filterwire ez was used for treatment. During the procedure, the physician was able to insert the device into the target area. The filter bag was able to open; however, it was unable to close again. With some difficulties, the physician was able to remove the device from the patient's body. There were no patient complications reported and the patient's condition was stable.